Event description:
The customer reported the system tracks to max kv and image quality is poor. No pt injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system. This MDR is related to ge healthcare (B)(4).